Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the unspecified coronary artery it was noted that the rx trek balloon dilatation catheter (bdc) during inflation slips from the lesion. Often the bdc has to be repositioned in the target lesion and balloon reinflated. It was reported that this occurs with the different sizes of the rx trek bdc. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.